Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient, the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.